Event description:
It was reported approximately four days post implant that p wave under-sensing at most sensitive device setting in bipolar was noted. Far field r waves over-sensing were also noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.